Manufacturer narrative:
The returned ll100 cryogun was investigated by coopersurgical's service and repair department. The returned unit was approx 15 yrs old. The silver braze joint that retains the tip to screw base had come loose. The tip was old and worn with many small points of impact on the tip surface noted. The customer was sent a replacement of the current version tip. The current version is first screwed together and then brazed making a double bond. (B)(4).

Event description:
A nurse reported the doctor was performing cryotherapy, freezing genital warts. The ll100 cryogun tip separated at the end of the procedure. Part of the tip was in the pt and part of the tip was on the floor. The tip was frozen to the outside of the pt's vagina and the pt began to bleed.